Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 500 mcg/ml compounded baclofen at 435 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient began experiencing a waning in therapeutic effect for the previous 6 months with a more acute return of symptoms beginning 9 to 10 days prior. The patient went to the emergency room on (B)(6) 2016 with increased abdominal spasms. A bolus dose was programmed through the pump on approximately (B)(6) 2016 which the patient reported as helping with symptom relief. The patient was also given oral valium. A dye study was scheduled for (B)(6) 2016. The patient¿s medical history included spinocerebellar atrophy. The patient¿s concomitant medications included oral valium. Additional information was received from a manufacturer¿s representative (rep). Patient was in the ER and a catheter dye study was attempted. The healthcare professional (hcp) was unable to aspirate the catheter. A revision was done on thursday the following week ((B)(6) 2016). The hcp was refilling the pump with a different concentration and the catheter had been cleared of drug. The pump tubing still had the old concentration (500mcg/ml) and the reservoir had the new concentration (2 ,000mcg/ml). No back table prime was done. 1.99ml was to be primed as modified bridge bolus over 5 hrs. 28 min.

Manufacturer narrative:
A partial catheter was returned to the manufacturer in one segment. Analysis of the catheter on (B)(6) 2017 revealed a kink in the catheter body. Regarding analysis, an image showed a kink on the catheter body 13 cm from the dispensing end. The previously applied device code (B)(4) has been replaced with (B)(4). The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.